Manufacturer narrative:
Image review: seven intraprocedural media files were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopy valve load inspection was not provided thus it is not possible to validate a good load. Valve depth just prior to the point of no recapture was approximately 2-3mm on the non-coronary cusp in the cusp overlap view. Depth assessment in the lao view was not made available and depth on the left coronary cusp is unknown. During the final stages of valve deployment, the valve dislodged above the aortic annulus. The dislodgement event was not captured therefore the cause of the valve dislodge remains undetermined. The dislodged valve was snared to the ascending aorta, and a second valve was implanted. It was reported that during the implantation of the second valve, the patient became unstable and cardiac tamponade was diagnosed requiring surgery. As stated in the instructions for use (IFU): repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Based on available evidence it is not possible to rule out the valve as a contributing cause of the cardiac tamponade. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, at 80% opening of the valve, the depth was assessed as required by protocol and the implanters were satisfied with the positioning. Upon final release, the valve dislodged out above the annulus level. A snare was used to catch the valve while a new + valve was loaded onto a new delivery system. The second valve was implanted through the first valve successfully. During the implantation of the second valve, the patient became unstable and cardiac tamponade was suspected. Cardiopulmonary resuscitation and pericardiocentesis were performed, stabilizing the patient until transfer to the operating room. Additional information was received that a pre-implant dilation was not performed and a non-medtronic (lunderquist) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 2-3 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was -5 mm on the ncc and appeared the same on lcc, but was difficult to determine. The patient instability was due to hypotension and cardiac tamponade was confirmed. The physician attributed the cardiac tamponade to the stiff guidewire during the second valve implantation, and not the valve. The tamponade was small and was sutured during surgery. The patient was stabilized and reported to be in recovery.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, at 80% opening of the valve, the depth was assessed as required by protocol and the implanters were satisfied with the positioning. Upon final release, the valve dislodged out above the annulus level. A snare was used to catch the valve while a new + valve was loaded onto a new delivery system. The second valve was implanted through the first valve successfully. During the implantation of the second valve, the patient became unstable and cardiac tamponade was suspected. Cardiopulmonary resuscitation and pericardiocentesis were performed, stabilizing the patient until transfer to the operating room.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012362234); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012454239); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012373645); product type: 0195-heart valves; explant date product ID: evfxplus-26 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.